Manufacturer narrative:
Device received with blank display. After disconnecting the electronic assembly stack and reconnecting the electronic assembly stack, device power up with no display. Problem isolated to electronic assemblies. Unable to perform displacement test, self test, and current measurements due to display anomaly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had blank display. The customer¿s blood glucose level was 6.2 mmol/l. Customer stated that display was not blank less than 30 seconds and did not return. Customer stated that the contact on the battery cap was neither missing nor damaged. Customer stated that battery compartment and spring were neither damaged nor corroded. Customer stated that display did not return after insulin pump restart. Troubleshooting was performed for blank display. Customer was advised that the insulin pump needed to be replaced, to discontinue use of the insulin pump and revert to a back-up plan. The insulin pump will be returned for analysis.